Event description:
It was reported that balloon rupture occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 5atm upon first inflation for 5 seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient condition was good.